Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2000-explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving lioresal [2 000 mcg/ml] at a rate of 150 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient was experiencing withdrawal symptoms due to a catheter fracture. A CT scan and x-ray were performed. A surgical replacement of the entire catheter replaced due to fracture at spine site. The issue was resolved and there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.